Manufacturer narrative:
Additional information was received that the complaint was confirmed. Infinion leads have fractured cables at the clik anchor site, 1 cm from the set screw mark. Sc-2316-50 (sn (B)(4)): device evaluation indicated that 4 out of 16 cables were fractured at the kinked section of the lead body where the clik anchor was positioned. The cables were not exposed. Sc-2316-50 (sn (B)(4)): device evaluation indicated that 10 out of 16 cables were fractured at the kinked section of the lead body where the clik anchor was positioned. The cables were not exposed. Sc-3400-30 (sn (B)(4)): device evaluation indicated that the visual/x-ray/borescope inspections and impedance test were performed and found no anomalies. Sc-4316 (ln 18129969): device evaluation indicated that both clik anchors revealed missing silicon material from one of the eyelets.

Event description:
A report was received that the patient was not able to get low back coverage due to high impedances. It was determined that several contacts on the leads were out. The patient will undergo a replacement of the leads and splitters.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and splitters were replaced. Device malfunction with splitters was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was not able to get low back coverage due to high impedances. It was determined that several contacts on the leads were out. The patient will undergo a replacement of the leads and splitters.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was not able to get low back coverage due to high impedances. It was determined that several contacts on the leads were out. The patient will undergo a replacement of the leads and splitters.